Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: fault: faulty power board.. Repair level: 0 action taken: change of the power board + qip card. Tests: function test general inspections qip probable root cause: "console fuses fail to break circuit due to excessive mains current leading to fire isolation power supply failure use error: console is sterilized or disinfected use error: console cleaned with incompatible products" the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event.